Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that cr insert trial broke during surgery, had crack in it after surgeon hit it.

Manufacturer narrative:
An event regarding a cracked triathlon standard insert trial was reported. The event was confirmed. A visual inspection confirmed the reported crack. No material or manufacturing defects were identified. Medical records evaluation not performed as clinical factors did not contribute to the event. All devices accepted into final stock conformed to specification. There have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time.

Event description:
It was reported that cr insert trial broke during surgery, had crack in it after surgeon hit it.